Event description:
A blood glucose test was done on an infant pt. The device result was 27mg/dl. A lab was done and the result was 3mg/dl. Another infant pt blood glucose was taken and the device result was 63mg/dl and a lab result was 40mg/dl. The customer is unsure which of the device were used at the time. Unk if controls were in range at the time of the event. A request was made for the return of the suspect device and the customer refused replacement at this time.